Manufacturer narrative:
The returned device was a demo pod. A demo pod did not physically deliver insulin and based on the investigation it was not filled by the customer. The returned product did not contribute to the reported event of insulin over delivery.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 39 mg/dl, after wearing the pod on their arm between 4 and 24 hours. The paramedics arrived at the patient's home and was given glucose and water, as treatment. The pod was removed and the patient drank some orange juice after replacing the pod.